Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was positioned and a test shock was ineffective at converting the patient. A ps error code was observed post shock. Additional surgical intervention was performed and the s-ICD was repositioned. No error code was observed afterwards. Boston scientific technical services and engineer have recommended the s-ICD still be explanted due to the presence of the ps code. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.